Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088027) on 17-jul-2019. The most recent information was received on 30-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pain'), rectal haemorrhage ('rectal bleeding for days, her period coming through her rectum'), depression suicidal ('suffered severe depression in 2016 and was suicidal'), dyspnoea ('breathing issue') and colonoscopy ('colonoscopy') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2016, the patient experienced depression suicidal (seriousness criterion medically significant). In 2019, the patient was found to have colonoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), dyspnoea (seriousness criterion hospitalization), pelvic discomfort ("discomfort"), hypersensitivity ("allergic reaction"), joint swelling ("swelling in her joints, feets, hand and legs"), peripheral swelling ("swelling in her joints, feets, hand and legs"), alopecia ("hair loss on the left side of her head"), headache ("headaches mostly at night"), abdominal pain lower ("lower right abdominal pain"), sneezing ("sneezing"), cough ("coughing"), dyspareunia ("painful sex wich makes her not desire sex"), abdominal distension ("distended abdomen / I look pregnant"), loss of libido ("not desire sex"), general physical health deterioration ("her health has declined since implant") and procedural pain ("colonoscopy- it was painful") and was found to have weight increased ("weight gain"). The patient was hospitalized sometime in 2009. The patient was treated with i.v. Medicines, surgery (scheduled removal surgery in 2019) and spwnd days in ICU. At the time of the report, the pelvic pain, rectal haemorrhage, depression suicidal, dyspnoea, colonoscopy, pelvic discomfort, hypersensitivity, weight increased, joint swelling, peripheral swelling, alopecia, headache, abdominal pain lower, sneezing, cough, dyspareunia, abdominal distension, loss of libido, general physical health deterioration and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, colonoscopy, cough, depression suicidal, dyspareunia, dyspnoea, general physical health deterioration, headache, hypersensitivity, joint swelling, loss of libido, pelvic discomfort, pelvic pain, peripheral swelling, procedural pain, rectal haemorrhage, sneezing and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088027) on 17-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pain'), rectal haemorrhage ('rectal bleeding for days, her period coming through her rectum'), depression suicidal ('suffered severe depression in 2016 and was suicidal'), dyspnoea ('breathing issue') and colonoscopy ('colonoscopy') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2016, the patient experienced depression suicidal (seriousness criterion medically significant). In 2019, the patient was found to have colonoscopy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), dyspnoea (seriousness criterion hospitalization), pelvic discomfort ("discomfort"), hypersensitivity ("allergic reaction"), joint swelling ("swelling in her joints, feet, hand and legs"), peripheral swelling ("swelling in her joints, feet, hand and legs"), alopecia ("hair loss on the left side of her head"), headache ("headaches mostly at night"), abdominal pain lower ("lower right abdominal pain"), sneezing ("sneezing"), cough ("coughing"), dyspareunia ("painful sex which makes her not desire sex"), abdominal distension ("distended abdomen / I look pregnant"), loss of libido ("not desire sex"), general physical health deterioration ("her health has declined since implant") and procedural pain ("colonoscopy- it was painful") and was found to have weight increased ("weight gain"). The patient was hospitalized sometime in 2009. The patient was treated with i.v. Medicines, surgery (scheduled removal surgery in 2019) and spawned days in ICU. At the time of the report, the pelvic pain, rectal haemorrhage, depression suicidal, dyspnoea, colonoscopy, pelvic discomfort, hypersensitivity, weight increased, joint swelling, peripheral swelling, alopecia, headache, abdominal pain lower, sneezing, cough, dyspareunia, abdominal distension, loss of libido, general physical health deterioration and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, colonoscopy, cough, depression suicidal, dyspareunia, dyspnoea, general physical health deterioration, headache, hypersensitivity, joint swelling, loss of libido, pelvic discomfort, pelvic pain, peripheral swelling, procedural pain, rectal haemorrhage, sneezing and weight increased to be related to essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.